Event description:
It was reported that the patient presented to the emergency department with lightheadedness. The right ventricular lead was found to be exhibiting noise, which resulted in noise reversion episodes. The lead was capped on dec 14, 2023 and successfully replaced. The patient was stable.